Manufacturer narrative:
E1 - event site name - (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Low level connector on the front end board has been twisted and the pins pulled away from the circuit board. There was no patient involvement reported.